Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing unwanted stimulation. X-ray imaging indicates that the lead tip is at the top of t11. Reprogramming was unable to reach the targeted pain area. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information indicates that the patient underwent surgical intervention on (B)(6) 2026 where the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction to h6: health effect - impact code required field added 4629 - device revision or replacement.